Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported high blood glucose of 400 mg/dl and calibration errors have been received during normal use. Customer was advised to wait until blood glucose can stabilize to recalibrate and to restart the sensor. Customer declined high blood glucose troubleshooting.